Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. A revision procedure was performed and the lead was surgically abandoned and replaced. During the revision, the physician elected to replace the device since it had one year of battery life remaining. No additional adverse patient effects were reported.